Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 05-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. In the middle of the procedure using a carto 3, after several ablations, suddenly there were no electrograms from the thermocool smarttouch catheter visible on either the ep recording system or the carto 3. All standard troubleshooting was done, including changing the cable by a new one. After changing the cable, the problem persisted. The problem was only solved when the catheter was replaced by a new one. The procedure continued normally without consequences for the patient. The procedure was not delayed due to the reported event. The procedure was successfully completed. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-sep-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 04-sep-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch catheter. In the middle of the procedure using a carto 3, after several ablations, suddenly there were no electrograms from the thermocool smarttouch catheter visible on either the ep recording system or the carto 3. The device evaluation was completed on 24-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared due to an open circuit on the tip area. A signal noise was observed on the carto 3 screen due to an open circuit in the tip area. The electrical issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The magnetic sensor error observed during the analysis is unrelated to the issue reported by the customer. The potential cause of the open circuit could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax is not related to the customer complaint, the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿no electrograms from the thermocool smarttouch catheter visible on either the ep recording system or the carto 3¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).